Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm while attempting to rewind the insulin pump. Customer also reported receiving a battery out limit alarm. The customer stated they were able to resolve the alarm with a reservoir change. Customer's blood glucose was 174 mg/dl. The customer declined to return the reservoir for analysis.